Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg pocket was revised which resolved the issue. Reportedly therapy was resumed post operatively.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort (described as pain) located at the ipg site. In turn, surgical intervention may occur later to address the issue.